Event description:
It was reported that this pacemaker exhibited undersensing. Boston scientific technical services (ts) stated that the intrinsic amplitude was measured and found to be smaller than expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.